Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device did not fire. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: squeeze the handle to begin approximating the tissue. There is a tactile pre-clamp position built into the instrument where the handle can be released without returning to the original position to allow for final positioning of the tissue within the jaws. After the tissue is properly positioned, continue the handle stroke until the instrument is clamped. The handle will return to the original position. To fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position. When fully fired, the handle will remain in the locked position until the black release button is pushed, and the instrument is open. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open hartman procedure and umbilical hernia repair, when the surgeon squeezed the trigger, the device fired but no staples were deployed. Another stapler was used to complete the case. There was no patient injury.